Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the popliteal (r1) was treated with an in.pact admiral pta. Approximately 23 months later revascularisation was carried out to treat restenosis of the target lesion, the popliteal. During the revasc, an in.pact admiral pta was used and the patient was also treated with a des.

Manufacturer narrative:
Additional information: event date updated relevant history updated event also treated with hospitalization and medication. The patient recovered. The event was stated as possibly related to the target limb, lesion, vessel, disease under study and an underlying condition. The investigator assessed the event as possibly related to the target limb, paclitaxel and the device; and causally related to the procedure. The sponsor assessed the event as possibly related to the target limb, paclitaxel and the device, and causally related to the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the event was also treated with medication. Patient recovered. It is reported that event is possibly related to device, procedure and paclitaxel. A bare-metal stent was implanted and not a drug-eluting stent as previously reported. If information is provided in the future, a supplemental report will be issued.